Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jun-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain it was reported that for the last two week the ins was taking long time to charge and she had been discussing it with the manufacturer representative (rep). They thought the lead was not in the correct area. The rep requested her to have an x-ray last friday and they would be looking at the x-ray. She had to charge daily and she should not have to charge daily. She was not feeling stimulation in the back only left side and front. She had been charging implant for an hour and ins was only at 30% and she was getting excellent recharging quality and controller was at 80% charge. No further complications were reported.

Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger product ID 977a260, serial# (B)(4). Product type lead, product ID 977a260, serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the same issues. They were upset they had to sit for 2.5 hours. They stated their ins was discharging overnight. They also stated there was no physical change in their activity. They did not like taking so long for it to recharge. No patient complications were reported as a result of this event.